Event description:
It was reported that 10 bd insyte¿ autoguard¿ shielded IV catheter's were found with their packaging seals opened before use. The following information was provided by the initial reporter, translated from japanese to english: "before use, sealing of packages were opened."

Manufacturer narrative:
Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received four photographs which displayed the package labels partially peeled back form the top web (film). Without physical sample the seal transfer measurement could not be conducted. The photos revealed that the bottom film has continuous trace of adhesive on it, which indicates that the package was initially sealed, and the seal was not incomplete or partial. Other contributing factors that may jeopardize the seal integrity are temperature and storage of the product and or handling of the product. The reported issue was confirmed. Although the reported issue was confirmed, the photos provided for this incident did not present sufficient evidence to establish a definite root cause. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd insyte¿ autoguard¿ shielded IV catheter's were found with their packaging seals opened before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before use, sealing of packages were opened."